Manufacturer narrative:
(B)(4). A test p-cap and reservoir does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with scratched case, stained keypad overlay, missing display window cover, pillowing keypad overlay, case cracked behind the pump near the battery compartment and broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had physical damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.